Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. No cosmetic damage on case noted. (B)(4).

Event description:
The customer reported via phone call that the display was flashing. The customer's blood glucose was unknown at the time of incident. The customer reported that they fell on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.